Manufacturer narrative:
The firm is unaware of any testing performed to determine presence or type of infection. There is no indication of any issue with the nalu system itself and the system remains implanted at the time of reporting. Poor healing and infection are known inherent risks of surgical procedures. Incident is being reported due to the invasive nature of the washout of the wound.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024, to treat shoulder pain. During a follow-up with the physician on (B)(6) 2024, the patient was noted to have pus at one end of the surgical incision site. Patient was administered antibiotics and instructed to refrain from using the nalu system temporarily. On (B)(6) 2024 the physician performed a washout of the surgical site. Physician noted that there was a moderate amount of purulent drainage, but that it appeared to be superficial. Patient remains on antibiotics and continues to refrain from using the system until given approval by the physician.